Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the bottom case was broken and the top case was chipped and cracked. A review of the event history log identified motor not running error in the history. Functional testing was performed using the flow test and the reported issue of motor not running error was duplicated. The main board was knocked loose for the motor not running error during testing due to impact on broken bottom case. The root cause of the problem was the customer's impact to the device. Beyond device repair, no further action will be taken on this issue. Replaced broken bottom case and reset main board onto extrusion. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a audible fault alarm and the bottom case was cracked. No patient injury was reported.